Manufacturer narrative:
The product was discarded and lot number is not available. Moog considers this event closed.

Event description:
Patient was at home at 4pm and daughter noticed that the 100ml accufuser container was empty. Device was filled with 0.5% marcaine. Mother was in a lot of pain. Patient was instructed, by her physician, to take vicodin. She took one at 6pm then again at 8pm. At 1am daughter called 911 because mother was incoherent, non-responsive, making gurgling noises, and then finally fell out of bed hit her head and received a black eye. Rushed to ER. CT scan was normal. The patient was discharged at 3am though family wanted patient to stay. The patient was alert but couldn't walk. The patient went home but within one hour the patient was unresponsive 911 was called again the patient was sent to ER. The patient's blood pressure was very high per daughter. Bp had dropped from 180 systolic to 60 systolic in one hour. There was no claim by the initial reporter that the device malfunctioned.